Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with the customer's sensor and low blood glucose levels. The mother states the customer's blood glucose levels had dropped as low as 40mg/dl. The mother states the customer treated the lows and their sensor readings started to come up. The mother states the sensor was noted to be bent. The customer declined to troubleshoot for the blood glucose levels. The customer was advised the sensor would be replaced.